Event description:
I am a research patient with an experimental archus implant (spinal). I was told by my physician dr that orthopedics would hear the cost of medical procedural. I have been receiving bills from the hosp where the surgery took place, and so did my insurance co. When I contacted co, I was told that they bill other sources as they did with me. The questionnaire regarding co implant is totally inappropriate and does not allow research patients to describe their experiences following surgery. My medical condition was leg tingling - no back pain. Their questionnaire only addresses back pain!!! Dose of amount: surgery. Date of use: one day in 2006, diagnosis or reason for use: leg malfunction. Now I have back pain. Contact: dr. Event abated after use stopped or dose reduced? No.